Manufacturer narrative:
Evaluation method: (film).

Event description:
Additional information was received for this case. The stent graft was advanced to the infrarenal position, without any resistance and successfully deployed. When the physician tried to open the suprarenal fixation, problems occurred and the device could not be withdrawn from the graft cover due to the broken proximal graft cover around the suprarenal fixation; there were no indications prior to stent graft deployment that the stent graft cover was broken.

Event description:
The device was returned within its original packaging. The device was returned bloodied. Upon inspection of the device, it was noted the following pieces were returned disassembled: tapered tip, external sliders, rear grip, rear handle assembly, distal section of graft cover (with marker band), spindle, backend t-tube, middle member lock and the thumb wheel. There was a kink 9 cm from distal end of graft cover and a mark/kink on graft cover 14.5 cm from graft cover t-tube. The tapered tip was returned detached, with a total length, including inner lumen, of 10.4 cm. The length of inner lumen distal to the stent stop measured 15.7 cm. The spindle, a portion of the supra renal stent and the ro marker band with distal graft cover section were returned still together; 4 out of the 6 barbs of the supra-renal stents had punctured through the distal portion of the graft cover, preventing separation of the components. The total amount of graft cover section (including marker band) covering the supra-renal stents was 4 mm. The break of the graft cover appears clean on both sections; there was no apparent necking, stretching or yielding. The heat affected zone on proximal graft cover measured 3 mm and there was flaring noted on the proximal edge. Review of multiple pre-implant cta images (slides without date or scale) show a fairly straight and long proximal neck, although the aaa contained significant thrombus. The iliac arteries appeared moderately tortuous. Review of several still angio images at implant showed the following 4 scenarios: delivery system being tracked past the renal arteries, prior to stent deployment; flowering/apposition of the first covered stent to the aortic wall, with the ro marker band still in the region of the tapered tip; full deployment of the stent graft with the tapered tip advanced forward, however the suprarenal stents are still constrained (the ro marker is in the region of the spindle); a snare being used in an attempt to free the capture mechanism from the stent graft, the tapered tip has been brought down to the region of the barbs of the supra-renal stents but cannot cover the barbs since they now appear to be protruding through the graft cover, based on the fact they are less constrained then the previous images. The cause of the removal difficulty was due to the graft cover breaking between the ro marker and proximal graft cover section. The graft cover section appears to have broken prior to advancement of tapered tip based on returned images; however could not be conclusively determined during analysis. From the films, it is unlikely that any anatomical issues may have contributed to the event.

Event description:
The explanted stent graft was returned and its evaluation has been completed. Examination of the returned explanted stent graft found all of the suprarenal stents cut 2-3mm above the stent graft proximal graft margin. The proximal portion of the suprarenal stents and pins were returned with the delivery system; the pins were retained by the proximal sheath and were found piercing through the sheath. No other stent graft integrity issues were observed, and no stent graft issues were seen which likely contributed to the deployment difficulties.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (deployment difficulty); lack of information (unknown cause of device break). Conclusion: lack of information (unknown cause of device break).

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were not reported. It was reported that it was impossible to release the suprarenal pins during implantation of the bifurcated stent graft. The physician attempted to manually release the suprarenal stents after the delivery system was disassembled. The physician also attempted balloon dilation within the stent graft on the proximal end just below the anchoring pins and snare the tip of the sleeve in order to pull it off the anchoring pins. These attempts were not successful and the decision was made to perform an open surgical procedure to remove the delivery system and the stent graft. The physician evaluated the device after it was removed from the patient and noted that the most proximal part of the graft cover that had the marker band had separated from the rest of the delivery system and therefore, it was not possible to release the anchoring pins. No further information was provided.